Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No frozen screens noted. The insulin pump history could not be verified due to battery out limit alarms due to unresponsive buttons. The insulin pump was received with cracked case at display window corners and minor scratched lcd window.

Event description:
It was reported that the insulin pump alarmed battery out limit. It was reported that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 201 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.